Event description:
It was reported that the driver cracked during a t2 ankle arthrodesis procedure. Procedure was completed successfully with no surgical delay. Rep confirmed that no further information is available.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, in general one of the probable causes of crack of the instrument is careless handling by user i.e. Application of too much force. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that the driver cracked during a t2 ankle arthrodesis procedure. Procedure was completed successfully with no surgical delay. Rep confirmed that no further information is available.